Event description:
It was reported by the customer that the device alarms for no apparent reason. There was no patient involvement.

Manufacturer narrative:
Correction in e2. Additional in d8, h3, h6, h7, h9. Z-2939-2020 for lvp keypad this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken ail sensor for 242.4030 alarms for no apparent reason. Lvp lifted keypad recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the moog ail kit. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of (B)(6) 2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device alarms for no apparent reason. There was no patient involvement.